Event description:
The complainant stated that the head drive he ordered for the bed will not allow the CPR function to work. He has adjusted the CPR cables and the CPR switch moves completely forward with no CPR function.

Manufacturer narrative:
The account ordered a new drive. Repairs have not been completed.